Event description:
It was reported that while injecting the intraocular lens (iol), the tip of the cartridge cracked. There was patient contact with product. The customer then used the back-up iol to complete the procedure. There was no other adverse events. No patient post-op injury. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence cannot be explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 8, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the complaint lens was received stuck in the cartridge of the original handpiece with haptic damage and lens damage (bent due to return condition). A cartridge crack that ran from the neck of the cartridge through the cartridge tip could be identified. No additional defects or assembly issues were observed before and after disassembling the handpiece for evaluation. The complaint issue " dc-cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.